Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported that the patient controller app displayed a low and red battery indicator. It is unknown if the indicator triggered earlier than intended. Troubleshooting was completed to update the software, wherein the generator battery was then confirmed ok with the green checkmark. The ipg is providing therapy.